Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four years, four months following the implant of a medtronic transcatheter aortic bioprosthetic valve (tav), a multi-detector computed tomography was performed. Structural valve deterioration was reported; predominant aortic stenosis was the primary mode of valve failure. This was characterized by an increase in mean gradient of >=20 mmhg from baseline and a mean gradient of >=30 mmhg. Hemodynamic instability was further reported with a mean gradient of 45.3 mmhg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate. No patient complications were reported as a result of this event.

Event description:
Additional information was received that approximately five months following the onset, a non-medtronic valve was implanted tav-in-tav. A baseline transthoracic echocardiogram was performed and revealed leaflet calcification.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.